Manufacturer narrative:
H10: a philips service engineer (se) repaired the device, and upgraded the display to the second generation display. The following parts were replaced, lcd (liquid crystal display) assembly, lcd cable, ui (user interface) cable, ui board, lcd tray, lcd screws. The se then noted that the device was returned to factory settings and the device passed all the performance verification tests. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
H10: the device was evaluated, and it was reported that the device does not have video, however, the first-generation display is no longer available, and a second-generation display would need to be ordered, and all the additional parts required to upgrade display.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a display that was blank. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a display that was blank, even after the device was powered on. It was reported that the device has a 1st generation liquid-crystal display (lcd) and needs to get the 2nd generation lcd. The rse provided the customer with the part numbers for the lcd, lcd cable, user interface (ui) printed circuit board assembly (pcba) to lcd cable, ui pcba, lcd tray, and ui assembly, w/o nav-ring.

Manufacturer narrative:
H10: a continuation of the event was reported to philips, and the customer reported that the device had a power issue with the blank screen. The device was returned to philips for bench repair, and the customer reported that the second-generation screen would need to be replaced. The repair is pending.

Manufacturer narrative:
H10: the repair for this device cannot be conducted at this time due to the part(s) being on backorder. The material (user interface (ui) assembly, w/o nav-ring) aligns with the recommended repair of the alleged malfunction per the service manual. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.